Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the device was connected to the lead during initial implant procedure, loss of sensing and out of range low lead impendace was observed. Further evaluation noted insulation breach at the suture sleeve. Lead was not used and was replaced. Patient was discharged in stable condition.